Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the hanger assembly was broken and additionally noted that three case screws were contaminated, the tube sleeve was missing and the display wires were pinched though not compromised. It was also noted that one stuck button was detected and one recovered, indicating that the device was functioning normally. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the ring which was used to hang the unit from an intra-veinous (IV) pole was broken on the external pulse generator. It was being returned for warranty repair of such. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.